Manufacturer narrative:
A sample device was not returned for analysis, les remained in eye. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that, a couple of weeks following an intraocular lens (iol) implant procedure, the patent had brain bleeding and have no ability to see up close anymore even with glasses and it was getting worse. Additional information was requested.